Manufacturer narrative:
(B)(4). Batch # r5798w. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the surgeon was performing a vats lobectomy using the plee60a. On the 4th cartridge firing, the blade would not retract. They tried reverse button, but were forced to use manual override. The staple line was in tact. There we no adverse events for the patient. A new gun was used for the remainder of the case with no issues.

Manufacturer narrative:
(B)(4). Batch number ==> r5798w. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence but it was noted that the knife did not return to its home position. The device was disassembled to verify the condition of the internal components and showed a small flash was identified in the base of the firing post switch. This flash may cause the firing yellow actuator could be stuck and disabling the automatic return system of the knife. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.